Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 4/26/2011 and 5/11/2011 by phone, fax, and mail. A completed questionnaire was received on 5/11/2011. (B)(4).

Event description:
A surgeon reported, a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported he does not feel the iol caused or contributed to the event. The event continues.